Manufacturer narrative:
(B)(4).a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. Device has been explanted and replaced with a non- allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. Device has been explanted and replaced with a non- allergan device.